Event description:
Hill-rom received a report from the account stating the nurse call would not work. The bed was located at the account. There was no pt/user injury reported. This report was filed in out complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found the side commuinication board was the issue. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the side communication board to resolve the issue. Based on the info, no further action is required.